Event description:
The customer reported to olympus that during a cholecystectomy it was discovered that the lock was loose. The facility finished the case with another similar device. The fault occurred during preparation before use (the patient was not under anesthesia) and the procedure was not delayed more than 15 minutes.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint, the coupler was deformed and broken. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the evaluation of the subject device, a definitive root cause for the reported failure could not be determined. During the device evaluation, the failures were confirmed, the coupler lock was loose due to the coupler having been deformed and broken. Olympus will continue to monitor the field performance of this device.